Manufacturer narrative:
(B)(4). Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 2mm proximal to the proximal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A10/2.50 flextome¿ cutting balloon¿ was used to dilate the coronary artery. During the procedure, it was noted that the balloon ruptured at 6atm. So, the usage of the device was discontinued and procedure was completed with a different device. No patient complications reported.